Manufacturer narrative:
A steris service technician inspected the washer and found water under the washer, toward the unload side. He also noted the wash manifold was loaded into the washer incorrectly as the manifold stop lever was positioned underneath the manifold. This misalignment prevented the door from closing fully, resulting in water leaking from the area of the washer door. The technician inspected machine and found the washer to be operating properly with no other sources of leakage. No further issues have been reported with the equipment. This equipment is under steris maintenance contract. The equipment operator manual states (pp. 1-3): "always position each manifold over a manifold connector before operating unit. If manifolds are not positioned correctly damage will result and unit will be unable to effectively wash load." The operator manual further states (pp. 1-3): "to prevent slips, keep floors dry. Promptly clean up any spills or drippage." Steris offered in-service training however the user facility declined.

Event description:
The user facility reported that an employee slipped and fell on a small pool of water on the floor near the washer; the employee fell backwards onto a nearby loading cart. She went to the employee health department where a cat scan and MRI were performed. The employee was diagnosed with a concussion and was prescribed physical therapy for neck and back pain. She has returned to work on light duty and is still undergoing physical therapy.

Event description:
The user facility reported the employee has returned to her normal work duties and has no sustaining injuries.